Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot#: va005rq, implanted: (B)(6) 2012, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(6), ubd: 04-may-2016, date of event: date is estimated; month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient said they had a fall recently which knocked the leads. Patient said they fell about a month ago. Patient said the device and leads were checked. Patient said they were told one of the leads was a little off but it was nothing they couldn't deal with. Additional information was received from a manufacturer representative (rep). The rep reported that they were first notified of this event when they received an email from complaint handling on 2022-oct-06, which is conflicting information from the patient stating the rep knew about it for "about a month." It was reported that the fall did effect the implant. The patient saw their medical doctor who ordered an ap and lateral x-ray. Per the patient, the medical doctor did not feel surgery was necessary. It was noted that impedance was done in (B)(6), immediately after the fall, and it was within normal limits and so were the x-ray images. The device appears to be functioning correctly at the time of device check in (B)(6) and in (B)(6) at routine follow-up appointment with medtronic representative. It was noted that the patient had a weight loss of 50 plus pounds over the last several months that was intentional. The patient was seen on (B)(6) 2022 for a routine device check and a simple program change was made and appropriate sensat ion achieved. The issue was reported as being resolved to the best of the rep's knowledge.